Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the second firing with white reload. The firing trigger was floppy. One white reload was used before this event. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60w cartridge loaded on the device. The returned reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence, however, with difficulties during the 3 strokes. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. The damage to the firing shuttle is consistent with high forces applied when clamping over hard objects and or thicker tissue then indicated. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.